Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator was getting a red x and showing the error message "device error service required". It was clarified that the device failed the defib test during opcheck. There was no patient involvement.